Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was receiving hydromorphone [20 mg/ml] at a dose of 5 mg/day, clonidine [750 mcg/ml] at a dose of 187.55 mcg/day, and bupivacaine [2.5 mg/ml] at a dose of 0.6252 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2016 that a motor stall was seen at initial interrogation and the patient did not recently have magnetic resonance imaging (MRI) done. The pump status and/or event log report motor stall occurred, motor stall and recovery on (B)(6) 2016. No symptoms were reported.

Manufacturer narrative:
Analysis of the device found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a motor stall due to shaft bearing. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the technician was notifited and the pump was placed to minimum rate. The cause was not determined and the pump was to be replaced as soon as possible.

Event description:
On (B)(6) 2017 (rep): additional information was received from a manufacture's representative reporting the patient had 3 different motor stalls and recoveries. The first motor stall occurred on (B)(6) 2016 at 9:00 and recovered the same day at 10:33. The second stall occurred on (B)(6) 2016 at 3:59 and recovered the sameday at 4:18. The last stall occurred on (B)(6) 2016 at 23:54 and didn't recover until the next day at 17:49. The patient's pump finally stalled on (B)(6) 2016 at 1:53 and never recovered with a stopped pump period may exceed tube set message on (B)(6) 2016 at 1:53.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The pump was explanted and returned to the manufacturer.

Manufacturer narrative:
Update/correction: serious injury was not previously selected regarding type of reportable event. The previously applied results code was replaced. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The patient¿s weight at the time of the event was indicated as being (B)(6) pounds. The pump was confirmed as having been replaced on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.